Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "mains power light comes on when mains power is applied but the on/off button fails to switch on the pump." This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "mains power light comes on when mains power is applied but the on/off button fails to switch on the pump" was confirmed but not reproduced during product evaluation. The root cause was determined to be the pump manual tube release knob was not in the reset position which caused the device to not power on. However, since this condition was not reproduced, no repair was necessary. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.